Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited no capture and decreased r-wave amplitude. Right ventricular lead dislodgement was noted. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Date of implant was previously reported as blank. The correct response is (B)(6) 2018. Date of explant was previously reported as blank. The correct response is (B)(6) 2018.